Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet pump displayed alert 69 indicating an algorithm data parity check and a pump malfunction instructing the user to switch to backup therapy; the customer restarted the pump and the alert cleared, which is consistent with a program or algorithm execution failure associated with the device¿s circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of the information provided by the user. Investigation of this case revealed incorrect data definition associated with the algorithm execution, aligning with a software execution issue localized to the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.